Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist used the immediate implant procedure. It suggests that the implant was anchored only in the apical part, leading to an insufficient contact between bone and implant. As a result, adequate primary stability could not be achieved.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because the primary stability was not achieved. It was installed in intraoral region 7#, 30 ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity.